Event description:
Pt was enrolled and participating in a clinical study and had a balloon kyphoplasty for a verteral compression fracture of l2 in 2005. The pt presented on event day in 2006 to the treating physician with complaints of back pain and fever, and was diagnosed with enterococcus faecalis (e. Faecalis) osteomyelitis at l2 and l1 levels. Treating physician reported that the pt had a sub-clinical e. Faecalis osteomyelitis, and was treated with antibiotics.

Manufacturer narrative:
Method: device not returned for evaluation; follow-up info from principle investigator reporting event. Conclusions: inherent risk of pt's condition.